Event description:
It was reported that the patient presented in clinic for a follow up. The patient's right ventricular (rv) lead exhibited noise over-sensing. Lead revision was discussed, but no interventions were made or reported. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead kept oversensing noise. The patient had presented for a generator change on august 5, 2022, but the lead revision was not performed due to patient access issue. The lead remained active and would be monitored. The patient was stable.

Event description:
New information noted that the right ventricular lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical, visual, and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.